Event description:
During closure of colon, it was noticed that stapler didn't fire properly. The "legs" of staple didn't close, which allowed leakage. The surgeon repaired the area. Surgery was prolonged due to misfire.